Manufacturer narrative:
A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The medtronic representative was unable to replicate the reported issue. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that while setting up for a case the mobile view station (mvs) on the imaging system was on the "exam information" page when an error message was displayed and required the system to reboot. On reboot the medtronic representative was prompted to hold m to calibrate motion which worked normally. There was no patient present when this issue was identified.